Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the cable was crushed by the unit, the cable was bent, due to water leak in button, the switches of the scope/camera head do not work and a small dent in the connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during a unknown procedure, a possible cable break on the hd camera head. Upon inspection and testing of the returned unit, the no image is displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image not displayed occurred because a problem occurred in the communication between the scope and the processor due to faulty cable unit. The cause of the faulty cable unit could not be determined. Olympus will continue to monitor field performance for this device.